Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: liquid leaks from the sheath filter please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that during use with bd facs calibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: liquid leaks from the sheath filter. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr with sort sensor unit, part # 343023, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02mar2021 to 02mar2022. ¿ complaint trend: this are 2 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 02mar2021 to 02mar2022. ¿ manufacturing device history record (DHR) review: DHR part #343023, serial # (B)(6), file # 343022-956884-e5303-02, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn sheath filter. The customer had initially reported that the instrument was leaking from the sheath filter and an fse came onsite for the repair. Upon arrival, the fse confirmed the leakage and replaced the worn sheath filter. The fse confirmed that the leakage had been resolved, checked the cvs with 2u and 6u beads, and performed a facscomp test which passed. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repairs and testing the instrument was performing as expected with no further leaks. Although the leakage was of a biohazardous material that poses the risk of contamination, the customer confirmed that they had not come in contact with the liquid and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance procedures can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02355292, case # (B)(4). Install date: 22may2003. Defective part number: 02-61366-00s - saline filter assembly - service. Work order notes: o subject / reported: liquid leaks from the sheath filter. O problem description: liquid leaks from the sheath filter. O work performed: after replacing the sheath filter, check that no liquid leaks. Check. Cv with 2u & 6u beads. Facscomp implementation? Allpass. The above work has been improved. O cause: the cause was that the liquid was leaking from the sheath filter. O solution: it has been improved by replacing the sheath filter. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family was reviewed. This file did not contain the appropriate hazards and mitigations, and an eco has been opened to assess additional hazards and their risk levels. Ecr #500000276425 has been created and will revise the existing calibur risk analysis document to include causes, mitigations, and risk ratings for carryover, erroneous results, and waste exposure. ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn sheath filter. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn sheath filter. The fse confirmed the issue and replaced the sheath filter. After the repair, the instrument was tested and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk of this hazard has been identified to be within the acceptable level.